Event description:
On (B)(6) 2013, a representative for allen medical's distributor in (B)(6) contacted us following a patient case in which movement was detected during the use of a c-flex head positioner. The distributor reported that during a posterior cervical spine case, the arms of the c-flex dropped around 3-5mm during drilling. There was no impact to the case and no injury to the patient. The procedure was completed successfully. Allen requested that the device be returned for evaluation.

Manufacturer narrative:
The movement was noted during the staff's second use, the reporter stated. The first case, in which no movement was noted was a lumbar spine surgery. The reporter was unsure how much downward pressure was being applied by the surgeon during drilling in the poster cervical case, when the movement was detected. In subsequent communications the reporter has described the movement as "slight" and re-confirmed there was no impact to the case. The product will be evaluated upon return and a follow-up report will be filed.